Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, after the lead was placed at the target vein, the thresholds at many positions were high. Considering that the patient's myocardial scar was severe, the physician believed left ventricular pacing could not be performed. The lv lead was removed. The physician decided to implant a implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.